Manufacturer narrative:
Other relevant device(s) are: pn: bi71000450, sn/ln: unk . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of procedure. It was reported that the site's imaging system is having difficulty booting up and the generator is beeping. No patient was present.

Manufacturer narrative:
H2: additional information: continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: rev. 1 : s/n (B)(6) ; product ID: bi71000195, serial/lot #: rev. A : s/n (B)(6) ; product ID: bi71000176, serial/lot #: rev. 2 : s/n (B)(6) . H3: a medtronic representative went to the site to test the equipment. Testing revealed that there were generator errors related to can bus. The psu voltage was measured at 5.22. It was replaced and adjusted to 5.1. Additionally, charger card and battery voltage errors were found. It was observed that the conversion assembly was not powering down when the umbilical was unplugged and the system was shut down. The power tray and power conversion assembly were also replaced. The imaging system then passed the system checkout and was found to be fully functional. The ps1 power supply was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed; it failed bench testing. The output voltage drifted. Analysis found that the reported event was related to an electrical issue. The power tray and power conversion assembly have been received by the manufacturer. However, analysis has not been completed at the time of filing. H6: 10, 120, and 4307 are associated with the system checkout and ps1 power supply. 4118, 3233, and 11 are associated with the power tray and power conversion assembly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) correction: see e1 and g3. Initial reporter provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the issue was intermittent and based on the description, it was determined that the s ymptoms were common of a power supply fault.

Manufacturer narrative:
H2) additional information: see b5. H3) the power tray was returned to the manufacturer for analysis. Analysis found that there was no problem with the returned power tray. The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that it failed bench testing. Transistors were found to be shorted. Analysis found that the reported event was related to an electrical issue. H6) 10, 213, and 67 are associated with the power tray. 10, 120, and 4307 are associated with the power conversion enclosure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.